Event description:
No patient involvement. Pharmacy technician was about to prepare medication and noticed debris at hub of needle. Pictures taken and shared with manufacturer. System wide sbar sent out for awareness.